Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed and required maintenance. Customer stated that reboot was attempted and the system recovered, power cable was unplugged and plugged back in. The back panel was opened and checked, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed and required maintenance. A field service engineer reseated cable on the back of drawer to get machine back up. The system functioned as intended after the field service engineer repaired the device.